Event description:
It was reported that, "the patient underwent hip replacement surgery on or about (B)(6) 2005". It was further reported that, "after implantation, the patient began experiencing significant pain, constant irritation and discomfort in the location at her hip."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The device is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.